Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
When the stent was being placed by the physician, a piece popped off. The piece was like a donut hole popped out in the pts bladder. The piece was retrieved. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.